Event description:
Boston scientific received information that that the patient with this pacemaker and competitor's right atrial (ra) and right ventricular (rv) leads experienced a black-out episode recently. Approximately two months prior, the field representative had sent strips to boston scientific technical services (ts) for review. The patient had complained of palpitations. On review of stored episodes, there was apparent oversensing on the rv lead during refractory causing false ventricular tachycardia detections. There was no asystole noted on the strips that were sent in. The lead diagnostics were normal. At that time, rv sensitivity was programmed to a less sensitive setting and the patient was monitored. On recent evaluation, the threshold values were normal. The patient was sent home with patient triggered electrogram (egm) turned on and ventricular tachycardia detection on as well. The patient was to record when an event occurred. Additional information was received that a holter monitor showed pauses of four to five seconds. Surgical intervention was performed and this device was explanted and the competitor's leads were taken out of service. It was reported that the device would not be returned. A new device system was implanted and no further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.